Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as: 2134265-2010-02070. It was reported that post a coronary artery stenting treatment procedure, the stent was under expanded. The 70% stenosed target lesion being treated located in the proximal left anterior descending (lad) was 14mm long with a reference vessel diameter of 3.3mm. During the index procedure, the lesion was treated with direct stenting of (4.00x12mm and 4.00x8mm) taxus liberte stents. Post-dilation was performed. Residual stenosis was 0%. Post-stent deployment use of the intravascular ultrasound (ivus) revealed both stents were under-expanded. An intervention was performed with the use of a non-compliant balloon. Final treatment outcome was confirmed via angiography. The patient was discharged 1 day post procedure on aspirin and prasugrel.

Event description:
(B) (4) clinical trial. Same case as: 2134265-2010-02070. It was reported that post a coronary artery stenting treatment procedure, the stent was under expanded. The 70% stenosed target lesion being treated, located in the proximal left anterior descending (lad), was 14mm long with a reference vessel diameter of 3.3mm. During the index procedure, the lesion was treated with direct stenting of (4.00x12mm and 4.00x8mm) taxus liberte stents. Post-dilation was performed. Residual stenosis was 0%. Post-stent deployment use of the intravascular ultrasound (ivus) revealed both stents were under-expanded. An intervention was performed with the use of a non-compliant balloon. Final treatment outcome was confirmed via angiography. The patient was discharged 1 day post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B) (6). (B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B) (4).